Event description:
On 10/13/2023, it was reported by an arthrex employee via sems-06057425 that an ar-603-a608 ibalance tka tib brng trial cr + sz 6,8mm broke when removing the trial from the knee. All fragments were retrieved. The case was completed by opening a new tray. The delay in the case is unknown and no additional anesthesia was administered to the patient. This was discovered during a tka procedure on 10/13/2023, with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error using excessive forces. The complaint allegation was confirmed based on the customer attached picture that display the needles bent.